Event description:
It was reported that the pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. It was noted an unstable atrial impedance and threshold measurement over the past several months. The most recent daily measurement was 3.3v (volts) at 0.4ms (milliseconds) with the programmed atrial pacing output at 2.5v @ 0.4ms. There was also atrial undersensing during atrial fibrillation (af) observed on the stored electrogram (egm) during atrial tachy response (atr) episode. There is a concern for potential loss of capture (loc) and an in-office review of this atrial lead was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported.